Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsulectomy/implants 36 years old". Later healthcare professional reported "round firm painful and tender breast bilaterally with grade 4 capsular contractures due to silicone breast implants that have been in for over 36 years. Most likely a left breast intracapsular rupture", "calcifled and rockhard" and "skin cancer of face", not device related. This record is for the left side. Device was explanted and replaced.